Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was asymptomatic and a healthcare professional (hcp) obtained unspecified blood glucose readings from hcp meter and required administration of insulin (dose/type unknown), unspecified oral treatment from hcp and non-hcp for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.